Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7377332 on 2/25/2019, and no non-conformances related to the reported complaint condition were identified. Additional information was received on 3/2/2019. The patient had a previous set of implants removed in 2003 due to similar issues. These implants were reported to have molded. The manufacturer's reference number for this complaint is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor saline devices on unknown date observed that her right breast began decreasing in size over time beginning in 2015, and the breast is half the size now. This is indicative of inflation. The patient also reported right breast pain and burning sensation. Additionally, the patient had a mammogram on (B)(6) 2018 that showed an abnormal mass in both breasts. She also reported her lupus flared up, and she is experiencing swelling in both breasts that come and go. The patient is undergoing further testing to see if her symptoms are related to the breast implants. Masses on her ovaries that may require a hysterectomy were noted. It is unclear if the patient had a lupus diagnosis prior to insertion of the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-08597 for contralateral prosthesis report. This issue has also been captured under 1645337-2019-08583 relating to another complaint.